Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device cable/cord/wiring was damaged. It was noted that the motor and control was defective, the hose (cord) had a cut, the machine was getting hot, and the fuse wire was not ¿ok¿. It was further determined that the device failed pretest for loctite & cable assessments, motor thermistor assessment, noise assessment, air pump assessment, handpiece temperature assessment, hand control assessment. It was noted in the service order that the protective cap had broken away from the hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.